Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received replace battery now alarm. The customer¿s blood glucose level was 120 mg/dl. Customer stated that the insert again another fully charged battery and the alarm was reoccurred. Customer also stated that they received failed battery test alarm during normal use. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display and device heating up confirmed. Unexpected battery power loss and failed battery test unknown. Failures isolated to electrical board. Unable to perform the self test, sleep current measurement, active current measurement and the displacement test due to blank display.